Event description:
The customer reported that when they powered the device on to treat a patient in cardiac arrest, the screen was white. They continued CPR and used a second defibrillator to care for the patient. After delivery of a shock and delivery of medications the patient had return of spontaneous circulation before arriving at the hospital.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.